Manufacturer narrative:
This report is submitted on december 8, 2022.

Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. The patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 6, 2023.